Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. The customer did not deliver the larger than expected bolus. Reportedly, the customer believes the pump settings may have been set incorrectly; however, was unsure which settings were set incorrectly. Customer's blood glucose level was 190 mg/dl. Reportedly, the customer contacted their health care professional to obtain the correct settings.